Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00987.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. After successfully deploying and detaching ruby coils in the aneurysm, the physician met resistance while advancing a new ruby coil through the px slim. While attempting to withdraw the ruby coil from the px slim, the ruby coil unintentionally detached. Both ruby coil and px slim were removed from the patient. The procedure successfully continued using a new px slim. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Response: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked throughout its length. Some of the damage to the pusher assembly may have been due to return packaging conditions, as the ruby coil was folded and bent to fit inside the plastic bags it was returned in. The coil was detached from the pusher assembly and not returned for evaluation. The proximal constraint sphere was not present in the distal detachment tip (ddt), and the pull wire was present in the capture feature of the ddt. Conclusion: evaluation of the returned device revealed the proximal constraint sphere was not present in the ddt, and the pull wire was present in the capture feature of the ddt. This type of failure typically occurs due to improper handling during use. If the pusher assembly is retracted forcefully against resistance, the polymer section of the pusher assembly may elongate, causing the pull wire to retract out of the capture feature, which allows the coil to detach. The px slim mentioned in the complaint was not returned for evaluation. Px slim devices are 100% visually inspected during in-process inspection, and ruby coils are 100% visually inspected and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.